Manufacturer narrative:
An evaluation of the device cannot be performed as the device was retained by the hospital and was not returned to the manufacturer. Additional information has been requested. Should additional information become available it will be reported in a supplemental report upon completion of the investigation. Device not returned to the manufacturer.

Manufacturer narrative:
An event regarding fracture involving a triathlon patella component was reported. The event was confirmed. Method & results: the explanted patella component photo shows a burst fracture across the middle part of the patellar component. Review by a clinical consultant indicated that the explant picture is very characteristic for a fall straight on the knee causing a burst type of fracture. Given the rough edges, this is a single acute overload condition direct impact type of damage that is virtually only possible with acute trauma. As such, this represents the most likely cause of damage and would indicate this is a patient-related condition as a consequence of trauma. DHR review was satisfactory. Chr review confirmed that there were no other similar events for this lot. Conclusions: clinical consultant review indicated this is a patient-related condition as a consequence of trauma. There is unfortunately no support for such an event from the provided medical records and consequently such a conclusion remains inconclusive due to insufficient provision of information. Nevertheless, based upon available information this represents the most likely cause for the problem with no evidence for procedure-related or device-related factors. No further investigation is possible at this time. If additional information becomes available to indicate further evaluation is warranted, this record will be reopened.

Event description:
Patient complained of anterior knee pain open revision found fractured patella.

Event description:
Patient complained of anterior knee pain open revision found fractured patella.